Manufacturer narrative:
During an aortogram, the marking stripes on a 5f 65cm supertorque pigtail diagnostic catheter were moving and bunched up together on the catheter. They did not dislodge in the patient as initially reported. There was also resistance felt when withdrawing the device. A second supertorque catheter was opened and the markers moved on that one as well. Additional information was received that there was resistance felt with removing the second device as well. A non cordis catheter was used instead and the procedure was successfully completed. At the end of the procedure, the patient was in stable condition and the endovascular aneurysm repair (evar) case was completed without any patient injury. The procedure being performed was an aortogram to obtain measurements of the anatomy in preparation for an evar case. The access site was the left superficial femoral artery (sfa) access because the common femoral artery (cfa) was too diseased. A 0.035¿ non-cordis guidewire was used in the procedure with an 8f sheath introducer. There was no difficulty accessing the vessel. The products were stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the two devices prior to use. The cfa and the iliacs were calcified and somewhat tortuous. The marker bands bunched up together on the catheter when trying to retract the catheter from the patient. Resistance was felt during withdrawal. No excessive force was used because the physician did not want to further damage the product, loose access or cause dissection. The catheter did not become stretched or elongated during the attempt to remove. The marker bands also moved on the second device. Upon receipt of the device for analysis, one of the catheters were separated. Additional information was received "that the physician is the one that cut the hub of catheter to extract it from the patient. Since the marker bands moved, he had difficulty retracting catheter, and he did not want to break it. He then cut the hub to be able to retract from the patient." One non-sterile diagnostic cath mb 5f pig 65cm 8sh, units were received for analysis coiled inside a plastic bag. Per visual analysis, 11 out of 20 marker bands were found moved/ out of position at distal section of unit. The distal section of unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). However, the unit presented an elongation on the catheter body from 23.5cm to 24.5cm from distal tip. Elongated length measured 1.0 cm. The catheter showed 11 marker bands (from mb 10 to mb 20) moved from their original place. Marker bands 1 to 9 remained in their original positions (the position of the marker bands is numerated from the distal end to the hub). Catheter length was measured and result was 65.2cm long. No other anomalies were found. The od and ID of distal section was measured close to the areas where the marker bands were out of position and results were found within specification. A .038¿ emerald guide wire lab sample was successfully inserted in the catheter via tip. Emerald guide wire passed through along the unit despite of marker bands moved. A device history record (DHR) review of lot 17598604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft)- withdrawal difficulty¿ could not be evaluated due to the nature of complaint. However, the event reported by the customer as ¿marker band (supertorque)- offset/out of position¿ was confirmed through analysis of the unit analyzed under case-(B)(4). The exact cause of this condition could not be conclusively determined. Based on the information available for review, procedural and handling factors may have contributed to the out of position marker bands and subsequent withdrawal difficulty as evidenced by the presence of elongations noted in the catheter. Results showed that the sections with evidence of marker bands displacement presented no anomalies or evidence as to determine what caused the marker bands movement. However, it can be assured that the marker bands were placed on the correct position at a certain time owing to the outer diameter reduction of the body. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. Please note that this report is associated to the one submitted under manufacturing report number 9616099-2017-01026.

Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt. Please note that this report is associated with the report previously submitted under manufacturing report number 9616099-2017-01026.

Event description:
During an aortogram, the marking stripes on a 5f 65cm supertorque pigtail catheter were moving and bunched up together on the catheter but did not dislodge in the patient as initially reported. There was resistance felt when withdrawing the device. A second one was opened and the markers moved on that one as well. Additional information was received that there was resistance felt with removing the second device as well.  A non cordis catheter was used instead and the procedure was successfully completed. At the end of the procedure, the patient was in stable condition and the evar case completed without any patient injury. Both supertorque devices were from the same lot number and will be returned for analysis. The procedure being performed was an aortogram to obtain measurements of the anatomy in preparation for an evar case. The access site was the left sfa access because the cfa was too diseased. A 0.035¿bentson guidewire was used in the procedure with an 8f sheath introducer. There was no difficulty accessing the vessel. The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the two devices prior to use. The cfa and the iliacs were calcified and somewhat tortuous. The marker bands bunched up together on the catheter when trying to retract the catheter from the patient. Resistance was felt during withdrawal. No excessive force was used because the physician did not want to further damage the product, loose access or cause dissection. The catheter did not become stretched or elongated during the attempt to remove.  The marker bands also moved on the second device.  Upon receipt of the device, the catheter was separated.  Additional information was received "that the physician is the one that cut the hub of catheter to extract it from the patient. Since the marker bands moved, he had difficulty retracting catheter, and he did not want to break it. He then cut the hub to be able to retract from the patient."